Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient total knee had been revised on (B)(6) 2019 for infection. Patient had never followed up after surgery and came back to see with a painful knee. Surgeon worked her up and found out patient had another infection and decided to removed knee implants. Surgeon removed all the implants with no problems and did a washout of the knee. Replaced with an antibiotic cement spacer. Surgeon had no difficulties removing the implants and time was not extended for any reason. Doi: (B)(6) 2019; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.